Manufacturer narrative:
Investigation: this disposable set was unavailable for investigation. Per the customer, after the air was noted in the warmer line, the customer attached and primed a new warmer line. When they primed this line there was no more air present. They connected the patient and began the procedure. A few minutes into the procedure they noted a leak of a small drop of blood leaking from the connection of the warmer line to the return line of the disposable set. The procedure was ended. The customer sent a photograph to aid in the investigation. The photograph was of the second disposable showing a blood leak at the luer connection between the male luer on the return line and the female luer on the blood warmer line. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause could not be determined. Possible causes include, but are not limited to: manufacturing error in which excessive solvent was on the male luer connection not allowing a tight seal - defective male and/or female luer from the vendor

Event description:
The customer reported that while priming the warmer line, they noted air entering the line at the connection between the warmer line and the connection to the return line. No medical intervention was necessary for this event. Patient information is not available at this time. The disposable set is not available for return for evaluation because the customer discarded it. This report is being filed due to insufficient information to determine if a malfunction with the potential for death or injury occurred.